Event description:
It was reported that the patient experienced sudden incontinence with an artificial urinary sphincter (aus) leading to te patient being catheterized. Further investigation revealed erosion was present ventrally. A surgical procedure was performed in which the existing device was removed; however, no new devices were implanted during the procedure. There were no issues identified with the explanted device. The patient was expected to recover following the intervention.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff component was visually and microscopically examined, revealing a tear in the cuff shell consistent with wear at a fold. The balloon was visually and microscopically examined, as well as tested for leaks; however, no abnormalities were noted. Upon visual and microscopical inspection of the pump, no anomalies were noted. Based on the information available, product analysis was unable to confirm the reported urinary incontinence and erosion; however, the identified cuff leak identified could cause the cuff to not perform as expected leading to the incontinence.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced sudden incontinence with an artificial urinary sphincter (aus) leading to te patient being catheterized. Further investigation revealed erosion was present ventrally. A surgical procedure was performed in which the existing device was removed; however, no new devices were implanted during the procedure. There were no device issues with the explanted device. The patient was expected to recover following the intervention.